Event description:
It was reported that during a balloon angioplasty treatment procedure shaft damage occurred. The lesion was located in the lower left extremity. The mustang 4.0 x 200, 135cm balloon catheter would not hold pressure when it was being inflated. They removed the balloon and noted a hole in the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a balloon angioplasty treatment procedure shaft damage occurred. The lesion was located in the lower left extremity. The mustang 4.0 x 200, 135 cm balloon catheter would not hold pressure when it was being inflated. They removed the balloon and noted a hole in the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the device noted that the balloon material was fully deflated. There was evidence of dried contrast media inside the balloon material. A visual and tactile examination of the shaft of the device noted that it was severely damaged between 700mm and 760mm distal to the strain relief. An attempt to inflate the balloon noted a leak coming from the area of the shaft that was severely damaged. Microscopic examination noted that there were holes in the shaft where it was damaged. It appears as though the shaft of the device became caught in something causing the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).